Event description:
During a routine clinic visit, imaging was performed, and the sensing lead was suspected of having migrated into the pleural space. Physician brought the patient into the or and removed the sensing lead and ipg. Physician implanted a newer ipg model, which does not require a sensing lead, sutured, and closed. No intraoperative complications occurred. Post-operative imaging was negative for pneumothorax.